Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. The field service engineer (fse) stated that the customer reported a hardware failure on the home screen of the med application, indicating that the tower door had failed. However, the med application did not display an option to recover the failure. The fse instructed the customer to open the tower¿s top panel and use the emergency lever to open the doors. This action triggered the failure notification in the system, allowing it to be recovered through the application. The customer confirmed that the failure notifications populated correctly in the system and that the failure recovery process was successfully completed. The system functioned after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user reported that no spaces were visible in the recover storage space screen, even though the failed hardware icon appeared at the top of the display. Users were unable to remove medication from the affected failed spaces. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.